Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Devcie not returned.

Event description:
It was reported that the customer received an altitude alarm occurred while the customer was taking a shower. Reportedly, the pump was in the same room when the customer was in the shower. The customer's blood glucose level was 400 mg/dl and it was addressed with a manual injection. The customer cleared the alarm and insulin delivery was resumed.